Event description:
(B)(6). Date of event, best estimate (B)(6) 2012. According to the information received, there was a report of blocked urine flow with a urine bag due to air trapped inside the bag.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.